Event description:
Medtronic received information the computed tomography (CT) analysis of this transcatheter bioprosthetic valve noted the native annulus perimeter seemed to be compatible with the 29 millimeter (mm) valve. The native annulus was reported as elliptical with two calcific plaques that went down into the left ventricular outflow tract (lvot). During the implant procedure, the physicians were concerned that this valve was too small, since at point of no recapture this valve was not completely in contact with annulus. There was a clear space between valve and annulus wall and there was concern over valve pop out occurring. Also moderate paravalvular leak (pvl) was noted. It was reported that the valve did not expand correctly or the annulus was bigger than that analyzed in the CT. Of note, this was thought to be due to the elliptical, calcified annulus. For this reason, after the third attempt, a 34mm valve was implanted with good results. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was received inside its original jar filled with clear solution. Visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. All leaflets exhibited signs of moderate creases. Signs of creases and imprints were noted on the valve outer wrap. As received, leaflet 1 appeared partially open while leaflets 2 and 3 were in the closed position. All commissures appeared intact. There were no signs of bends or kinks on the frame. The valve was submerged in warm saline. A validated production inspection 29mm frame fixture was used to verify the frame size diameter. It appeared that the inflow crowns touched the inner diameter black limits. Due to the returned condition of the valve, a deployment simulation to assess against the reported frame expansion allegation was not performed. The condition of the valve may prevent an accurate evaluation of the device at deployment. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pre-implant computed tomography (CT) images were provided for review. Annulus perimeter and perimeter derived diameter is 85.5 mm/27.2 mm suggesting a 34 mm valve per sizing matrix. The patient¿s annulus is too big for a 29 mm valve. Aortic root angulation is 57°. Calcium seen in aortic annulus under non-coronary cusp (ncc) and left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). Calcium protrudes on ncc side. Aortic valve leaflets appear heavily calcified. A design review technical assessment was performed. A size 29mm inspection frame fixture was used to confirm the frame size diameter of the returned valve. The inflow crowns did not fit within the white area appearing to touch the black inner limit suggestive of possible outer diameter (od) loss during use. A size 26mm inspection frame fixture was used to rule out size 26mm. The inflow crowns exceeded passed the acceptable white area and touched the outer black limits indicating the valve was not a size 26mm. An od loss is expected following deployment. The valve shall maintain the nominal outer diameter (od) with =6% od loss following 1 load, 1 deployment, tracking, 2 partial deployments and 2 recaptures. The intent of the 29mm inspection fixture is for use as a manufacturing control, for the valve¿s pre-crimped state. It is not surprising the valve no longer fit within the acceptable limit in the future post-crimp, because there is a known and expected od loss following valve conditioning. Without pre-crimp valve od data, it cannot be compared whether this valve had an od loss >6%. As reported, the valve underwent 1 load, 1 deployment, tracking, 3 partial deployments and 3 recaptures. Compared to our od loss specification, this is an extra deployment and recapture than studied and recommended. It is likely that the additional recapture and tracking could have caused additional od loss on top of what was already expected. There are additional factors that could have impacted od loss such as valve handling prior, during, and after the procedure. Given the details provided, it is difficult to conclude whether the od loss of the valve could have been more than expected prior to the first 2 deployments. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, no post-implant balloon dilatation was performed. The valve initially attempted to be implanted was too small for the patient¿s anatomy, as stated in the image review assessment. A 34mm valve was implanted successfully. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was caused by implanting a mis-sized valve into the patient. This is a use-related issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.